Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to oversensing. The device data was sent to technical services (ts) for review. The device also was noted to have recorded inappropriate untreated episodes. Device data showed a high shock impedance at the time of the delivered shocks, however measurements remained within normal limits. Ts discussed performing isometrics with electrode manipulation and performing an x-ray to confirm electrode to header connection. Ts also discussed programming to the secondary vector until further evaluation can be completed. This system remains in service. No adverse patient effects were reported.